Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right atrial (ra) lead exhibited loss of capture. X-ray was performed and verified the ra lead had dislodged. As a result, the ra lead was explanted and replaced. No additional adverse patient effects were reported.